Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call is patient (pt) states since yesterday, they have not been able to charge the implantable neurostimulator (ins) because when the controller connects to the ins it says "can not provided desired intensity settings". Pt states the controller is showing 100% battery charge and the ins is showing 60%. While on the call agent had pt remove the ac power cord and plug in the recharger. Pt is able to start a charging session and is currently charging at excellent. Pt states they were not aware they could click out of the "can not provided desired intensity settings" to start a charging session. Pt will call back if they need further assistance. Patient called back and mentioned they fully charged their implant but was still getting settings not available. During the call the controller was at 70% and the implant was at 100%. Patient got settings not available on groups a and b. Patient was initially able to increase group c program 1 then got no device found. Additional information was received from the rep stating they are meeting with the patient to identify the issue and reprogram his device. Additional information was received from the manufacturer representative (rep) stating that they found the cause of the settings not available and no device found to be an open circuit on contact 5. A rep met with the patient yesterday and reprogrammed around contact 5. This has resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating that they are unable to clarify the cause of the open circuit as the impedance check only said possible open circuit. No further information is available.